Manufacturer narrative:
The device history record review confirms that the device met all material, assembly, and performance specifications. Visual examination of the returned device revealed that the stent was jammed inside the microcatheter and found deformed. It was also found that the stent delivery wire (sdw) was kinked. No functional test could be performed as the stent had been deployed within the microcatheter. Based on the information available and analysis of the device, the reported stent unable to pullback through catheter was confirmed. It is probable that the event was due to some procedural/anatomical factors encountered during use. Therefore, an assignable cause of procedural factors will be assigned to this investigation.

Event description:
Based on the result of the investigation of the returned product, the stent was found prematurely deployed within the microcatheter. There were no clinical consequences to the patient.